Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report that during the device investigation, the embolic coil was found stretched and kinked. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization to the anterior communicating artery (acom), the physician attempted to1mm x 2cm galaxy g3 mini coil (glm910020, l12704), but the sl10 microcatheter came out from the target lesion. The physician attempted to slide the re-sheathe tool to the proximal, but the introducer sheath split. The complaint product could not be re-sheathed. The physician replaced it with the another 1mm x 2cm galaxy g3 mini. It was implanted in the target lesion and the procedure completed without any problems. There was no clinically significant delay of the procedure due to the events. There was no patient injury reported. The device was stored and handled per instructions for use (IFU). The coil delivery system was prepped without any difficulty. The coil size was the same as indicated on the label. The user did not apply excessive force during unsheathing or re-sheathing. There was no difficulty encountered unsheathing (stripping away). Adequate and continuous flush was maintained. The issue was not caused by resistance between the coil and introducer. There was no unusual friction noticed during advancement or retraction of the microcoil system through the microcatheter. A non-sterile unit galaxy g3 mini 1mm x 2cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found in good normal conditions. Also, the marker band was found at 37.3 cm from hub, and it was found within specification. The re-sheathing tool was inspected, and it was found in good normal conditions. The introducer was inspected, and it was found unzipped and kinked. The v-notch was inspected under microscope and it was found in normal good condition. The rh and the articulation joint were inspected under microscope through the introducer and they were found in good normal conditions. As well as the rh was not heated. The embolic coil was inspected under microscope through the introducer and it was found with a stretch/kink condition. The functional analysis could not be performed due the conditions of the returned device. A manufacturing record evaluation was performed for the finished device l12704 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil introducer - zipping difficulty-rezipping¿ was confirmed, during the inspection the introducer was found kinked and unzipped due this condition it was not possible to rezipping the introducer. The complaint reported by the customer ¿coil introducer - premature peeling¿ was not confirmed, during the inspection the introducer was found kinked and unzipped, however it was not found peeling or protruded for the rest of the device. The kinked condition observed on the introducer and the stretch/kink condition noted on the embolic coil may have contributed to the failure and appear to have been caused by excessive force being applied to the device however none of those can be conclusively determined. The exact cause of the events could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization to the anterior communicating artery (acom), the physician attempted to1mm x 2cm galaxy g3 mini coil (glm910020, l12704), but the sl10 microcatheter came out from the target lesion. The physician attempted to slide the re-sheathe tool to the proximal, but the introducer sheath split. The complaint product could not be re-sheathed. The physician replaced it with the another 1mm x 2cm galaxy g3 mini. It was implanted in the target lesion and the procedure completed without any problems. There was no clinically significant delay of the procedure due to the events. There was no patient injury reported. The device was stored and handled per instructions for use (IFU). The coil delivery system was prepped without any difficulty. The coil size was the same as indicated on the label. The user did not apply excessive force during unsheathing or re-sheathing. There was no difficulty encountered unsheathing (stripping away). Adequate and continuous flush was maintained. The issue was not caused by resistance between the coil and introducer. There was no unusual friction noticed during advancement or retraction of the microcoil system through the microcatheter. Based on the product analysis performed, the embolic coil was found stretched and kinked.